Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, line a of channel 1 was programmed to deliver levophed 4mg/250ml at a dose of 12mcg/min with a volume to be infused of 250ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported the pump sounded an unspecified alarm, "went on hold, and stopped administering meds." It was reported the patient's blood pressure "bottomed out" at this time. The advanced practice nurse was notified. The device was removed from clinical service. Therapy was resumed at an increased dose using a replacement pump. There were no reported adverse sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing. The pump history was printed at the manufacturing facility. The pump history indicates that in 2008 at 0312, line a of channel 1 was programmed in the dose calculation mode to deliver norepinephrine, with a drug concentration of 4mg, diluent 250ml, with a dose of 10mcg/min, for a duration of 6 hours 24 minutes, with a volume to be infused (vtbi) of 240ml, a rate of 37.5ml/hr, and the delivery was started. At 0736, the pump alarmed distal occlusion. At 0738, the pump alarmed infuser idle 2 minutes. At 0751, the delivery was resumed at the previously programmed settings. At 0906, the pump alarmed infuser idle 2 minutes and the alarm was silenced. At 0908, the pump alarmed infuser idle 2 minutes and the alarm was silenced. At 0935, line a was reprogrammed to deliver a dose of 11mcg/min and the delivery was resumed. At 1016, pump alarmed line a vtbi complete and the pump began to deliver at a kvo (keep vein open) rate of 1ml/hr. At 1020, the alarm was silenced. At 1024, the delivery was resumed at a dose of 11mcg/min. At 1213, the pump alarmed distal occlusion. At 1215 the device alarmed infuser idle 2 minutes. At 1219, the delivery was resumed at the previously programmed settings. At 1222, line a was reprogrammed to deliver at a dose of 12mcg/min and the delivery was resumed. At 1234 the pump was powered off. Review of the history indicates the pump delivered as programmed.